Event description:
It was reported that the customer had a sensor error. Customer's blood glucose level was 44 mg/dl. Troubleshooting was performed and the customer was able to run the test plug procedure. Procedure passed. Customer could not upload to carelink. Customer was advised that the minilink was functioning correctly. Customer was advised that the sensor may not be working, dislodged, bent, retracted, or damaged. Transmitter and sensors will be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.